Event description:
Medline pack contained incorrect forcep for cardiac catheterization. The forcep should have been blunt edged but was sharped edged and pierced the pt's femoral artery. When the staff opened the other 15 packs in the same lot number. They all contained the incorrect forcep. Dates of use: (B)(4) 2018. The product is not compounded; the product is not over-the-counter.